Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported to abbott that the patient had a lead revision. The report stated that one of the patients leads were revised due to ineffective therapy. During revision it was found that a lead was fractured. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
Related manufacturer reference# 3006705815-2020-31653. It was reported the patient was receiving inadequate stimulation due to a lead fracture. As a result, the patient's lead were explanted and replaced. Surgical intervention resolved the patient's issue. Both of the patient's leads are being reported because it is unknown which lead is liable.